Manufacturer narrative:
Complaint conclusion: the 6.0 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was inflated at the lesion. However, the balloon did not expand sufficiently. The contrast medium leaked from the shaft protruding in front of the guiding catheter. The balloon did not expand and the contrast media leaked from the shaft. However, since the balloon was in the process of expansion, the doctor decided to increase the pressure and deploy it as it is. After the stent was deployed, the balloon was removed from the patient body. An unknown 6mm x 15mm balloon catheter was inflated at the stent and the procedure was completed. There was no reported patient injury. The lesion was the renal artery which had stenosis. A femoral approach was made. A 6f unknown guiding catheter and a 0.014 unknown guidewire was used and the guidewire crossed the lesion. A 4.5mm x 15mm unknown balloon catheter was inflated as pre-dilation. The device was not returned for analysis. A product history record (phr) review of lot 82186864 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft-sds- leakage¿ could not be confirmed since the device was not returned for analysis. Procedural and/or handling factors, such as operator technique, or vessel characteristics, although unknown, could have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the 6.0 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was inflated at the lesion. The lesion was the renal artery which had stenosis. However, the balloon did not expand sufficiently. The contrast medium leaked from the shaft protruding in front of the guiding catheter. The balloon did not expand and the contrast media leaked from the shaft. However, since the balloon was in the process of expansion, the doctor decided to increase the pressure and deploy it as it is. After the stent was deployed, the balloon was removed from the patient body. An unknown 6mm x 15mm balloon catheter was inflated at the stent and the procedure was completed. There was no reported patient injury. A femoral approach was made. A 6f unknown guiding catheter and a 0.014 unknown guidewire was used and the guidewire crossed the lesion. A 4.5mm x 15mm unknown balloon catheter was inflated as pre-dilation. The product was returned for analysis. One non-sterile unit of catheter amiia genesis 6.0x18 142cm sds was received coiled inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated. No other anomalies were found along the device. No other component was returned for analysis. Per functional analysis the balloon was inflated successfully to 12 atmospheres (device¿s rated burst pressure) with the inflator device. However, a leakage was observed on the shaft of the device, located approximately at 142.3 cm from distal tip. No other anomalies were noted. Per sem analysis the torn area of the body/shaft of the sds amiia genesis 6.0x18 142cm device revealed evidence of scratch marks along the torn area on the body/shaft material. This type of damage is commonly caused during the interaction of the body/shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the body/shaft likely led to the torn condition found on the received device. It seems the body/shaft material near the rupture was torn either due to the interaction of the unit with calcified spicules located on the lesion or with a sharp object from the outside of the device. No other anomalies were observed. The reported ¿body/shaft-sds ¿ leakage¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. Per sem analysis the torn area of the body/shaft of the sds amiia genesis 6.0x18 142cm device revealed evidence of scratch marks along the torn area on the body/shaft material. This type of damage is commonly caused during the interaction of the body/shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the body/shaft likely led to the torn condition found on the received device. It seems the body/shaft material near the rupture was torn either due to the interaction of the unit with calcified spicules located on the lesion or with a sharp object from the outside of the device. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6.0 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was inflated at the lesion. However, the pressure did not rise sufficiently all the way. It was checked that the contrast medium leaked from the shaft protruding in front of the guiding catheter. The pressure did not rise, and the contrast media leaked from the shaft. However, since stent was in the process of expansion, the doctor decided to increase the pressure and deploy it as it is. After the stent was implanted, the balloon was removed from the patient body. An unknown 6mm x 15mm balloon catheter was inflated at the stent and the procedure was completed. There was no reported patient injury. The lesion was the renal artery which had stenosis. A femoral approach was made. A 6f unknown guiding catheter and a 0.014unknown guidewire was used and the guidewire crossed the lesion. A 4.5mm x 15mm unknown balloon catheter was inflated as pre-dilation. The device will not be returned for analysis as it was implanted to the patient.